Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device reportedly is not available for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the physician attempted to fix the upholds arm to the sacropinous ligament but failed as the needle was unable to penetrate through the tissue; he loaded the needle on the carrier again and tried to pass the device through the ligament but the bullet tip came out from the head of the device and the suture broke at the point where the tapercut needle is attached. The procedure was completed by traditional surgery. The report indicates that there were no patient complications.

Manufacturer narrative:
(B)(4). The complaint description changed from "broken suture" to "bullet separating from the suture." However; the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
Alleged event: the physician attempted to fix the upholds arm to the sacrospinous ligament but failed as the needle was unable to penetrate through the tissue; he loaded the needle on the carrier again and tried to pass the device through the ligament but the bullet tip came out from the head of the device and the suture broke at the point where the tapercut needle is attached. The procedure was completed by traditional surgery. The report indicates that there were no patient complications.